Manufacturer narrative:
Correction: device, patient, and conclusion codes corrected to reflect the response received from the surgeon clarifying that there was no adverse event or device problem. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR reference # (B)(4).

Event description:
The surgeon initially reported that the iris was observed to be overlapping the snorkel of the implanted stent. Clinical follow-up was requested and on (B)(6) 2017 the surgeon reported that the cataract surgery with istent implantation was uneventful and clarified that there was no device problem and no adverse event. During the surgery, the trabecular meshwork was visualized and was facing posteriorly due to the curvature of the meshwork. The istent was placed in the nasal trabecular meshwork in proper position. However, due to the anatomy, the iris stroma was in apposition to the trabecular meshwork. There was no intervention required as no adverse event occurred. The patient's status is stable and prognosis is good.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device and patient identifiers were not provided. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that on postoperative day one, the iris was observed to be overlapping the snorkel of the implanted stent. A consult with the glaukos medical monitor was requested by the surgeon and possible treatment options were provided on (B)(6) 2017. Additional information has been requested.